Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into an off-label insertion site, on (B)(6) 2026. According to the patient, around 07:00 pm on (B)(6) 2026, the cgm was 70 mg/dl. While she was eating, she felt weak then passed out. Her mother called for paramedics. When paramedics arrived, they checked her bg and it was around 30mg/dl while cgm was not checked. They administered glucose IV and IV fluids. The patient said that she lost consciousness for about 15 minutes. The paramedics transported the patient to the emergency room (ER). At the ER, her first bg was 73 mg/dl while the cgm was not checked. The 2nd bgm value was 140 mg/dl while cgm was 180 mg/dl. The patient was discharged from the hospital around 0:30 pm on (B)(6) 2026. Her last bg was 150 mg/dl while cgm was around 173 mg/dl. At the time of the report, the patient was stable and feeling fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid was the second set of values taken at the hospital. The reported glucose values fall within the a zone of the parkes error grid was taken prior to discharge. No additional patient or event information is available.